Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000661 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a vizigo sheath and a hemostatic valve leak issue observed. It was reported that when going transseptal with the vizigo sheath, there was back-flow through the hemostatic valve. The vizigo sheath was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The valve was leaking. Unsure if the hemostatic valve dislodged. Unsure if the brim cap / hub became detached from the sheath. Sheath was used on patient. No air entered the patient¿s body. There was a small amount of blood return. However, not sure how much blood was lost.

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a vizigo sheath and a hemostatic valve leak issue observed. The device evaluation was completed on 08-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 29-aug-2025. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed and the hemostatic valve was observed in its place. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed and no leakage or issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. There was no hemostatic valve leak or air backflow detected. The issue reported by the customer could not be replicated during the analysis; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).